Event description:
Information received from the (B)(6). On (B)(6) 2014, the patient underwent embolization treatment without issues. Two clots were removed from the brain. A solitaire 2 was used to remove a clot in the left ica (internal carotid artery) and a trevo was used to remove a clot in the m1 of the left mca (middle cerebral artery). One day post procedure on (B)(6) 2014, a tiny (miniscule) amount of sah (subarachnoid hemorrhage) in the sylvian fissure was identified, but the adverse event resolved on (B)(6) 2014. The site indicated that they were uncertain if the sah was related to the solitaire 2 or the trevo. There was no treatment for the sah. On (B)(6), the patient was doing find and discharged.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced vasospasms and was given 150 mcg of nitroglycerin. It was reported that 3 passes were made with the same solitaire device within the same vessel. Per the solitaire's IFU "do not use each solitaire¿ fr revascularization device for more than two flow restoration recoveries." (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.